Manufacturer narrative:
This product is not marketed in the us. The lens was returned in liquid. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. (B)(4). No similar complaint type events were reported for units within the same lot.

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -6.00/+1.0/69 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a different diopter due to observation of refractive surprise and refractive change overtime. It was reported that the desired degree of myopia was never acheived and over time it drifted even less myopic.

Manufacturer narrative:
Additional data: additional information was received. Reporter indicated that the exchanged lens resolved the problem. Last report states that vision is improved. (B)(4).